Event description:
It was reported that the microcatheter fractured. A direxion? Fathom?-16 system was selected for an embolization procedure in a hemorrhage. The vessel was mildly tortuous. After the procedure was performed with a non-boston scientific embolic device, when removing the direxion microcatheter from the patient, there was resistance. The microcatheter appeared to be stuck. It was attempted to pull it back, and the microcatheter fractured. Fortunately, the break occurred on a portion of the direxion that was already outside the patient's body, making it possible to remove the broken segment without excessive difficulty. The procedure was completed with the original device, and there were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter email: (B)(6).